Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right atrial lead exhibited sensing anomaly. The physician decided to not use the lead and place a new lead. No additional information was available.